Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The fse replaced the universal power manager (upm). The system was tested and verified as ready for use. Isi has not received the upm to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) called the technical support engineer (tse) along with the technician and stated that there were repeated 816 recoverable errors. As per csr, the customer had performed 2 surgeries and the issue happened prior to starting the third surgery. The customer was shifting to a da vinci xi system to continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The universal power manager (upm) has been returned and evaluated by the failure analysis team. The reported failure was replicated and confirmed. The unit was installed and tested on the printed circuit assembly (pca) test system. The system started up with errors 816 and 861.

Event description:
Refer to h10/h11 for follow-up information.